Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had triggered recommended replacement time (rrt) earlier than expected. The physician was concerned with the rapid drop in battery voltage over a few months. The patient is currently traveling and it is anticipated that the device will be extracted and replaced once the patient returns. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) had been extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. The device lost telemetry and function due to a severely depleted battery. The cause of the depletion could not be determined. The device was fully functional and operated under normal current drain when powered with an external supply. No hybrid anomalies were observed. Battery analysis revealed that plated lithium material was found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the head space insulator and contacted the cathode tab located in segment 3 of the coil. Based on this analysis, the premature battery depletion was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.